Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device would not turn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the pump did not power on. The pump was unresponsive with no audible tone, no vibration and a blank display. There was a crack in the battery compartment, but no evidence of moisture inside. The battery cap was able to be fully tightened. There was debris found in the battery compartment and on the battery contact. The debris isolated the battery and prevented the pump from powering on. There was no moisture identified inside the pump when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.